Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)/ ruptured ectopic pregnancy / termination'), ruptured ectopic pregnancy ('acute ruptured ectopic pregnancy'), salpingitis ('opposite fallopian tube with focal minimal chronic inflammation') and abortion of ectopic pregnancy ('did you experience any complications of your unintended pregnancy or delivery? Yes. Termination') in a 43-year-old female patient who had essure (batch no. A20066-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urine incontinence, multigravida, parity 2 (date of live births: (B)(6) 2004, (B)(6) 2011.) And adhesion. Previously administered products included for to prevent pregnancy: nuvaring from 2006 to (B)(6) 2010. Concurrent conditions included bipolar disorder since (B)(6) 2018, abdominal pain upper, flank pain, nausea, emesis, hemoperitoneum, ovarian cyst, postoperative nausea, postoperative vomiting, abdominal pain upper and flank pain. Concomitant products included oral contraceptive nos for contraception as well as hydroxyzine since (B)(6) 2018 and lamotrigine (lamictal) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pain: pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and abdominal pain ("pain/abdominal area pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, ruptured ectopic pregnancy, salpingitis, abortion of ectopic pregnancy, menorrhagia, vaginal haemorrhage, depression, anxiety and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy, menorrhagia, pelvic pain, ruptured ectopic pregnancy, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in start date and stop date of birth control pills. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Total bilateral occlusion.. Ultrasound biliary tract - on (B)(6) 2018: gallbladder: no shadowing stones or sludge seen thickness of gallbladder wall was 2.1 mm. Pericholecystic fluid was not seen. Sonographic murphy's sign was negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, anxiety, depression. Concerning the injuries reported in this case, the following ones were reported via salpingitis and ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)/ ruptured ectopic pregnancy / termination'), ruptured ectopic pregnancy ('acute ruptured ectopic pregnancy'), salpingitis ('opposite fallopian tube with focal minimal chronic inflammation') and abortion of ectopic pregnancy ('did you experience any complications of your unintended pregnancy or delivery? Yes. Termination') in a 43-year-old female patient who had essure (batch no. A20066-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urine incontinence, multigravida, parity 2 (date of live births: (B)(6) 2004, (B)(6) 2011.) And adhesion. Previously administered products included for to prevent pregnancy: nuvaring from 2006 to (B)(6) 2010. Concurrent conditions included bipolar disorder since (B)(6) 2018, abdominal pain upper, flank pain, nausea, emesis, hemoperitoneum, ovarian cyst, postoperative nausea, postoperative vomiting, abdominal pain upper and flank pain. Concomitant products included oral contraceptive nos for contraception as well as hydroxyzine since (B)(6) 2018 and lamotrigine (lamictal) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pain: pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and abdominal pain ("pain/abdominal area pain"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psychological or condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psychological or condition: mental anguish"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, ruptured ectopic pregnancy, salpingitis, abortion of ectopic pregnancy, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy, menorrhagia, pelvic pain, ruptured ectopic pregnancy, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in start date and stop date of birth control pills. Received raiment for pain, bleeding and psych problem. Diagnostic results (normal ranges are provided in parenthesis if available). Hysterosalpingogram - on an unknown date: both fallopian tubes were closed; on (B)(6)2013: result: essure device was successfully occluded. Total bilateral occlusion.. Ultrasound biliary tract - on (B)(6) 2018: gallbladder: no shadowing stones or sludge seen thickness of gallbladder wall was 2.1 mm. Pericholecystic fluid was not seen. Sonographic murphy's sign was negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, anxiety, depression. Concerning the injuries reported in this case, the following ones were reported via salpingitis and ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events pelvic pain, abdominal pain, vaginal hemorrhage, vaginal infection and menorrhagia were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)/ ruptured ectopic pregnancy / termination'), ruptured ectopic pregnancy ('acute ruptured ectopic pregnancy'), salpingitis ('opposite fallopian tube with focal minimal chronic inflammation') and abortion of ectopic pregnancy ('did you experience any complications of your unintended pregnancy or delivery? Yes. Termination') in a (B)(6) year-old female patient who had essure (batch no. A20066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urine incontinence, multigravida, parity 2 (date of live births: (B)(6) 2004, (B)(6) 2011) and adhesion. Previously administered products included for to prevent pregnancy: nuvaring from 2006 to august 2010. Concurrent conditions included bipolar disorder since (B)(6) 2018, abdominal pain upper, flank pain, nausea, emesis, hemoperitoneum, ovarian cyst, postoperative nausea, postoperative vomiting, abdominal pain upper and flank pain. Concomitant products included oral contraceptive nos for contraception as well as hydroxyzine since (B)(6) 2018 and lamotrigine (lamictal) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pain: pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and abdominal pain ("pain/abdominal area pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, ruptured ectopic pregnancy, salpingitis, abortion of ectopic pregnancy, menorrhagia, vaginal haemorrhage, depression, anxiety and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy, menorrhagia, pelvic pain, ruptured ectopic pregnancy, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in start date and stop date of birth control pills. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Total bilateral occlusion. Ultrasound biliary tract - on (B)(6) 2018: gallbladder: no shadowing stones or sludge seen thickness of gallbladder wall was 2.1 mm. Pericholecystic fluid was not seen. Sonographic murphy's sign was negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, anxiety, depression. Concerning the injuries reported in this case, the following ones were reported via salpingitis and ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received: case became incident. Lot number was added. New events: pregnancy (ectopic), menorrhagia, vaginal bleeding, depression, mental anguish, vaginal discharge, abdominal pain, ruptured ectopic pregnancy, abortion of ectopic pregnancy were added. Reporter information, date of removal were updated. Patients dob and demographics were added. Updated outcome of events abdominal pain and pelvic pain to recovering/resolving. Events onset date, lab data, medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.